Event description:
The customer reported via telephone call that the sensors were reading low and set off the threshold suspend alarm when the blood glucose was 120 mg/dl or 140 mg/dl. The customer declined to troubleshoot for the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.